Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear in the balloon material starting at 6mm from the proximal markerband and extending for 37mm distally. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 7.0 x 40, 75cm mustang¿ balloon catheter. There were no patient complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 7.0 x 40, 75cm mustang¿ balloon catheter. There were no patient complications and the patient's status was good.